Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant rupture. Unknown location of the device. This relates to the left side

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported "rupture" diagnosed via ultrasound. This record is for the left side. Device status is unknown.